Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. It was reported that after four days of support, the pump was alarming for 'placement signal not reliable.' The pump was not explanted. Imaging indicated the pump was in an appropriate position. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Due to lack of product and data logs returned, the root cause cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.